Event description:
Two operators heard a loud noise come from a reliance synergy washer which they had finished unloading. When they went to see what caused the noise, they smelled smoke. They then saw flames inside the chamber and coming from the top of the washer. A supervisor and the fire department were called.

Manufacturer narrative:
The incident set off the facility's sprinkler system which caused water damage. The facility also experienced smoke damage. Some surgeries were cancelled or rescheduled on the day of the event and the next day. No one was injured during this incident. The unit was removed from the central processing area and placed in neutral site. The unit will be unavailable for technical evaluation until the property loss claim is completed. The unit has been visually inspected by a steris technician who verified the extent of the damage. Steris will perform a thorough evaluation of this device once it is made available.